Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient obtained the following results back to back 16. 6, 11.5, 9.4 mmol/l. This complaint is being reported because, the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: ((B)(6) 2013)-device evaluation: the meter involved with this complaint has been returned (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013, with the following findings: the meter was returned without the batteries. After pa inserted batteries, the meter was evaluated. The meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products replaced and requested back for investigation.